Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 694765, lead, implanted: (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient had developed valve insufficiency and the right ventricular leads were noted to be possibly contributing. The leads were removed with laser extraction and replaced with an epicardial lead. No further patient complications have been reported as a result of this event.